Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Multiple low pacing and shock impedance values. Possible lead on can abrasion. Device remains implanted

Manufacturer narrative:
On (B)(6) 2017 - this lead was capped on (B)(6) 2017 due to a lead fracture.